Event description:
During the atrial fibrillation cryoablation procedure, the viewflex catheter tip fractured. After placing the catheter, it was noted that the tip was bent. The catheter was removed from the patient, it was confirmed to be fractured. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the fracture remains unknown, however abbott is performing further investigation.